Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that the medium-large clip applier instrument would not release the clip. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and reported failure could not be reproduced. The part was returned with a reported complaint that does not affect functionality. The instrument was placed and driven on an in-house system showing 68 lives remaining. The instrument passed the recognition and engagement tests. A clip test was performed and the instrument passed 4 times. The instrument moved intuitively with a full range of motion in all directions on several attempts. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.